Manufacturer narrative:
Correction: annex b, annex c, annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was noted to be fried following use of pulse field ablation energy. The ICD was noted to stop functioning and the system could not pace or capture at maximum output. Additionally, it was noted that after disconnecting from the ICD device all leads were tested and found to be satisfactory. The ICD was removed, and a leadless implantable pulse generator (ipg) was implanted for pacing. Subsequently, a new ICD was implanted and the leadless ipg was removed. The left bundle branch lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 2088tc lead, implanted: (B)(6) 2023; 7122 lead, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.